Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 500 mg/dl and less than 200 mg/dl. Customer states that she does not have exact numbers to reference. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.